Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During surgery the inner needle of a vitrectomy cutter intermittently stopped moving. The cutter was replaced with another one. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts through out the various cut rates and the cutter aspirated as it should. The cutter performs as intended.